Event description:
It was reported that prior to procedure, the right ventricle (rv) lead exhibited noise and low pacing impedance. The rv lead was explanted and replaced. The patient was stable throughout the procedure.